Manufacturer narrative:
Corrected fields: d4(UDI#), g2. The getinge field service engineer (fse) replaced the touchscreen (d160-00-0123). The unit passed all safety and functional tests and was returned to the customer for clinical use. The following was performed by technician of the maquet failure analysis and testing (fat) department. The failure analysis and testing department received the following part associated with this complaint: pn: 0160-00-0123 rev n/a, sn: (B)(6) touchscreen assy, 12.1". This part was received with a reported unit failure message of fault code 63. Performed visual inspection of this part received and part looks to be in good condition. Installed touchscreen assy, 12.1" into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual. Performed functional tests and passed. The fat dept. Did not observe fault code 63. The failure analysis and testing department could not verify the failure message of fault code 63. Touchscreen assy. Passed testing. Retaining touchscreen assy. In the fat dept. Per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) has a fault code 63. There was no patient involvement.